Event description:
Customer reported that pump failed to detect cartridge. There was no reported impact to customer¿s blood glucose level. Technical support attempted to reset pump, but malfunction persisted, and a replacement pump was issued to customer.